Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. No ablations were performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a ventricular tachycardia (vt) procedure, the patient experienced cardiogenic shock and passed away. Transseptal puncture was performed to access the lv and mapping of lv in sinus rhythm was successfully completed. A score map was performed in the lv with the tacticath se (pacing from the tcse). During this mapping, there no blood pressure detected. An echocardiogram confirmed no tamponade. Cardiogenic shock was suspected and it was not possible to deploy cardiopulmonary bypass and the patient passed away. The patient had a medtronic crtd. There were no performance issues with any abbott devices. The physician did not allege this event was caused by or attributed to any abbott device.